Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine follow-up, the device was found to be in backup vvi. The patient's presenting rhythm was not provided. A backup vvi device status report contained dashes and device image was corrupt. A device restoration was performed successfully. No reason for backup vvi or estimated time of backup could be established. The patient will continue to be monitored.

Manufacturer narrative:
Correction: this report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).